Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the patient's three month follow up, the right ventricular (rv) lead threshold measurements were noted to be high and there was loss of capture. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead impedance measurements had also decreased and were in the 200 ohm range. The x-ray did not show any significant findings and a cause of the high thresholds, loss of capture and decreased impedance measurements was unable to be determined thus a revision procedure was performed. During the revision the helix on the rv lead was able to be retracted, however the tip of the lead did not pull back from the tissue. Since the physician did not want to risk damage to the heart or dislodging the other leads, the rv lead was surgically abandoned and the crt-d remained in service with a new lead. No additional adverse patient effects were reported.